Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A patient/lay person informed a customer care advocate, cca, in 2007, that her one touch ultrasmart meter would not turn on. The cca discovered the batteries were inserted incorrectly. After the patient reinserted the batteries, she successfully turned on the meter. Product was replaced, this senior medical affairs specialist has left two voicemail messages with the customer who has not responded. A letter will be sent. The complaint is classified based upon the information given to the cca. The patient reportedly was seen in the emergency room two days after the issue began (specific dates are not known at this time). The patient was dehydrated with a blood glucose in the hospital of "790" md/dl and treated with an unknown dosage of "novolog". Reportedly, the patient had either skipped or stopped taking her usual regimen of 12 units humalog and 20 units levimir. The patient did not provide the length of time she did not take her regime. The complaint is classified as a serious injury because the patient reported that she became dehydrated and ultimately was treated with insulin in the ER when she either skipped or stopped taking her usual insulin regiminen after the meter would not power on to test. Apparently, the patient had incorrectly installed the batteries.